Manufacturer narrative:
(B)(4). This is a combination product, and the event has been reviewed for both the suture and the triclosan. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. (B)(4). Attempts are being made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested and the following was obtained: did the needle fall into the patient? No, it didn¿t. Additional information received: strand splits in the middle of the shaft, forming a hole. It was noted at 2 cm from the swage after passed through the myoma. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. The additional information provided stated the ¿strand splits in the middle of the shaft, forming a hole¿: does the "strand splits" mean the suture thread split or the shaft of the needle split? Was the hole formed in the needle or in the suture thread? ¿ trade name - irgacare®. ¿ active ingredient(s) ¿ triclosan. ¿ dosage form ¿ suture/solid/parenteral. ¿ strength ¿ = 2360 g/m.

Event description:
It was reported that a patient underwent an unknown procedure on an unknown date and a barbed suture was used. During the procedure, the tip of needle was broken. The needle did not fall into the patient. There were no adverse patient consequences reported. Additional information was requested.

Manufacturer narrative:
Product complaint # ==>(B)(4) date sent to the FDA: 07/22/2022 h6 component code: g07002 - no device problem found. This is a combination product, and the event has been reviewed for both the suture and the triclosan. This report is being submitted pursuant to the provisions of 21 cfr, part 803. Part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information: h6 additional information was requested and the following was obtained: 1. Does the "strand splits" mean the suture thread split or the shaft of the needle split? >> the suture thread split. 2. Was the hole formed in the needle or in the suture thread? >> suture thread. ¿ trade name - irgacare® ¿ active ingredient(s) ¿ triclosan ¿ dosage form ¿ suture/solid/parenteral ¿ strength ¿ = 2360 ¿g/m

Manufacturer narrative:
Product complaint # pc-(B)(4). Date sent to the FDA: 8/11/2022 this is a combination product, and the event has been reviewed for both the suture and the triclosan. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information: d9, h3, h6 h6 component code: g07002 no device problem found h3 investigational summary: a suture needle was submitted fractographic evaluation. The component was identified as product code sxpp1a401. It was requested to assess the fracture mode of the failure. A fracture was not observed on the needle; therefor, no additional analysis was performed. The evaluation revealed the needle was not fractured. Trade name - irgacare® active ingredient(s) ¿ triclosan dosage form ¿ suture/solid/parenteral strength ¿ = 2360 ¿g/m